Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0237126. D4: medical device expiration date: 2020-12-17. H4: device manufacture date: 2020-09-05. H6: investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0237126. Bd quality performs a systematic approach to investigate false positive/discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. CAPA 1878253 has been initiated. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. A trend analysis was performed, and no adverse trend was observed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay 2 false positive results were obtained by the laboratory personnel. A repeat test was performed using the veritor and the result was negative. There was no report of patient impact. Eua # (B)(4).

Manufacturer narrative:
Eua # (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay 2 false positive results were obtained by the laboratory personnel. A repeat test was performed using the veritor and the result was negative. There was no report of patient impact. Eua # (B)(4).